Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that an automated impella controller (aic) was in for preventative maintenance (pm). Upon boot up, the aic wan nota able to enable the network. The aic log could not be downloaded. The pm could not be completed as the console failed to communicate. There was no patient involvement.

Manufacturer narrative:
The investigation for the reported issue has been completed. Device analysis: console was tested after arriving from field service. The reported mobaxterm communication issue was able to be reproduced. An incorrect configuration of the consoles network settings was observed while troubleshooting the issue. Root cause: the root cause of the mobaxterm communication issue was identified as a misconfiguration of the consoles network settings. H6 investigation type, findings and conclusions h3: added information regarding the investigation status. H6: added codes per the results of the investigation. H10: added the results of the investigation.